Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Customer reported that on opening external packaging (foil wrapping and carton box) it turned out that the implant located in internal packaging (plastic box sealed with paper) damaged paper and caused that the implant lost sterility and in a consequence could not be used for surgery.

Manufacturer narrative:
An event regarding a packaging issue involving a triathlon augment was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection of the packaging was performed and damage to the inner and outer packaging was noted. The contour of the puncture indicated that the damage came from within the package. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could be confirmed but the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by (B)(4). If additional information become available, this investigation will be reopened.

Event description:
Customer reported that on opening external packaging (foil wrapping and carton box) it turned out that the implant located in internal packaging (plastic box sealed with paper) damaged paper and caused that the implant lost sterility and in a consequence could not be used for surgery.